Event description:
It was reported that a minimum fill notification occurred while a customer was attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Initially, efforts to resolve the issue by reloading the existing cartridge and then loading a new cartridge were unsuccessful. Technical support provided guidance on proper loading techniques and cleaning the pump, but this did not resolve the problem. As a follow-up, a replacement pump was provided to the customer, who was advised on returning the defective pump and setting up and connecting their new pump. The issue was ultimately marked as resolved, with no further actions required. Customer reverted to an alternative method of insulin therapy.